Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect shield color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for incorrect shield color was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect shield color with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and incorrect shield color was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had a tube with the wrong color cap. No report of medical intervention or serious injury.